Event description:
No specific complaint reported by pt. Case description: the novopen 3 device with batch number 931803 from novo nordisk holland was received by novo nordisk headquarters on 26 october 1999 with the following complaint: "no specific complaint reported by pt." There was no indication of an adverse event. On 11 november 1999 novo nordisk established that the collar on the piston rod nut was broken off. This failure is classified as a near-incident. Conclusion: internal part of pen broken, probably caused by impact, e.g., dropping the pen. The mechanism to reset an incorrectly dialed dose to zero, may be affected. A partial insulin delivery is possible and an overdose cannot be ruled out. Due to external damage, another part inside the pen broke. The pen is not able to deliver any insulin. Therefore, no dose accuracy test could be performed.